Event description:
On (B)(6) 2013, the reporter contacted animas alleging the display on the insulin pump had become faded and discolored over time and was difficult to read. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: 12/30/2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: on investigation, the pump powered on and displayed the ¿verify¿ screen. The display was discolored and dim.